Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported).